Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks and exhibited premature battery depletion. Subsequently a revision procedure was performed and the s-ICD was explanted and replaced. Due to the limited information received, further follow-up to obtain related details was not possible.